Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that milliamps (ma) could not be added to the atrial side of the external pulse generator (epg). The epg was returned for repair. There was no patient involvement.

Manufacturer narrative:
Product event summary: analysis confirmed the reported event; encoder flex found out of electrical specification. Analysis also found the upper case broken and the lower case out of mechanical specification. Ring cover broken and the ring is bent. Two side bail covers, two side bails, and two case screws found missing. Lead flex cover contaminated. Battery contacts compressed and the battery drawer found out of mechanical specification.